Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was found that no failed hardware icons on the screen. The technical support specialist logged into the device remotely via rss (remote support service). The tss found no recent failed hardware errors in the med application logs. The customer verified that the device was working properly without any issues. The case was closed. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a one of the drawers is generating an error message on pyxis screen that says that there is a "duplicate template." A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a one of the drawers is generating an error message on pyxis screen that says that there is a "duplicate template." A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.